Manufacturer narrative:
The customer's device was evaluated and verified that the device failed to deliver shock and power cycled during sync cardioversion. The therapy pcb was replaced. The device was returned to the customer after passed functional and performance testing. During further testing of the removed therapy pcb, it was verified that the reported therapy pcb exhibited an 24 second temporary lock-up when the shock button is pressed after charging. The cause was confirmed to be due to the therapy pcb.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.